Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device continuously activated.

Event description:
It was reported that the device continuously activated.

Manufacturer narrative:
Alleged failure: probe triggered permanently without actuating the hand or foot switch. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a probe short due to a fluid ingress, an internal leak due to a broken/damaged polyimide bond, and suction tubing. Tissue residue blocking inside the electrode suction path hole. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.